Event description:
Patient presented to the physician with an infection at the neck incision site. Physician prescribed antibiotics and steroids.

Event description:
Patient presented back to the physician with pain at the ipg site. Physician brought the patient into the or, re-sutured the ipg, and closed.